Event description:
The facility reported a colleague infusion pump with battery problems. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery problem was neither confirmed nor reproduced during product evaluation. However, upon review of the event history log, failure code 570:xxx was found on the reported occurence date. Quality engineering has confirmed failure code 570:xxx as the determined problem. The root cause of the failure code is depleted main batteries. The main batteries and battery harness were replaced to correct the condition. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.